Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose (bg) levels increased to approximately 600 mg/dl after wearing the pod on the arm for approximately 24-36 hours. It was noted that the controller switched to manual mode during the night, which was reported to have contributed to the elevated bg levels. The patient was taken to the hospital and admitted on (B)(6) 2025. Reported symptoms included vomiting. The patient was diagnosed with diabetic ketoacidosis and treated with intravenous insulin. The patient was discharged on (B)(6) 2026. The pod is not expected to be returned as it was discarded by the hospital.